Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the number of episodes present in the patient management database application were significantly higher than what the information imported from the programmer presented. Troubleshooting to try to understand and resolve the issue was not successful as the user said that the system "permissions" did not allow a virtual meeting to initiate. A secure file via email from the user was anticipated but did not arrive. The status of the programmer is not currently known. No patient complications have been reported as a result of this event.